Manufacturer narrative:
This device was evaluated on site by a qualified service provider and was not returned to the manufacturer for evaluation. The customer care solution center representative reviewed clinical audit log with customer as requested. The customer was questioning why asystole was not reannounced after silenced at 808am. The clinical audit and service logs were downloaded and forwarded to quality & regulatory for further review. The customer called back to the customer care solution center with question on silence versus paused alarm. The customer care solution center representative explained the differences ex: silence is 3 minutes and cannot be configured. Paused is configurable (1, 2,3 etc.). If pause alarm selected all alarms will be off. The customer requested onsite support by field service engineer to review functionality of alarm capabilities. A field service engineer provided onsite support. The field service engineer checked audit log. System alarmed at 08:03. Alarm silenced at 08:08 and then realarmed every three minutes until 08:35 when customer intervened with patient. The field service engineer explained operation of system to the customer. We do not audit reminders but we do audit red sounds played. The condition still existed at this time, since the ended is not until 08:34, which means we were given the end message, then we were given the following (B)(6) 2015 8:34:33 ,(B)(4) asystole ended. Piic ix: 7ssurv1, ended likely as part of the discharge. (B)(6) 2015 8:34:29, (B)(4), asystole generated. Piic ix: 7ssurv1, new alarm (B)(6) 2015 8:34:28, (B)(4), patient discharge (B)(6) 2015 8:34:28, (B)(4), asystole ended. Piic ix: 7ssurv1, message ended from bedside. (B)(6) 2015 8:33:11, red alarm sound played. Piic ix: 7ssurv1, red reminder sound every 3 mins ¿ there were no other red alarms on any patient during this time. (B)(6) 2015 8:30:05, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:26:58, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:23:53, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:20:47, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:17:40, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:14:35, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:11:28, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:08:26, (B)(4), silence piic ix: 7ssurv1, original asystole alarm silenced here in 4 minutes. (B)(6) 2015 8:04:09, red alarm sound played. Piic ix: 7ssurv1. (B)(6) 2015 8:04:08, (B)(4), asystole generated. Piic ix: 7ssurv1. Information was provided to the customer by field service engineer during onsite visit. Based on the available information, no product malfunction occurred. No further investigation/action is warranted at this time.

Event description:
The customer reported that red alarm did not trigger and they wanted review of log. The customer stated asystole alarm did not reannounce after silence. The customer noted that asystole occurred twice ~ between 08:04 - 08:34 on (B)(6) 2015. This is being reported as a serious injury. No additional information is available.